Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The IFU lists renal dysfunction and right heart failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU describes the pump flow display. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document also explains that changes in patient condition can result in low flow. The IFU also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, the IFU explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient's insufficient flow was confirmed to have been due to right heart failure. The patient experienced symptoms of hypoperfusion and weight gain. The patient was given intravenous inotropes and oral medication for pulmonary resistance. The pump speed was also adjusted. The treatment resolved the event.

Event description:
Additional information reported that the patient's insufficient flow was due to right heart failure. The patient was treated with temporary inotropes and their pump speed was adjusted and the issues resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that the patient developed renal dysfunction on (B)(6) 2023. The patient had insufficient flow which was thought to have contributed to the deterioration of their renal function.